Event description:
It was reported that the t1 and t2 deployed together. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the delivery device was returned no suture or ts. Visual assessment of the device showed the needle is dramatically bent on two planes. The needle was bent to the point of breakage. The device could not be functionally tested in this condition. The condition of the device indicates it was subjected to excessive forces. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed."